Event description:
During post dilation of a smart stent already implanted in the left common iliac artery, the balloon burst at eight atmospheres. There was no calcification or vessel tortuosity, but the percentage of the stenosis was unknown. The balloon was removed without difficulty from the patient, and another balloon (ultra thin diamond 8mmx40mm) was used to successfully cmplete the procedure. There was no report of any adverse effects to the patient.